Event description:
Same case as MDR #6000089-2006-01364. It was reported that during a coronary artery drug eluting stenting treatment procedure the balloon ruptured. The target vessel was located in the proximal diagonal coronary artery. The access point was via the right femoral artery. A 6fr ebu guide catheter and a bmw guidewire were inserted. During predilation, the 2.0x9mm maverick balloon ruptured. The balloon was removed with no complications. A 2.0x12mm voyager balloon was then used to predilate the lesion. This balloon was inflated twice to 13 atm for 30 secs. The physician then attempted to place a 2.5x16mm taxus express2 drug eluting stent, but could not cross the lesion. When the physician tried to remove the stent delivery system (sds), the catheter lodged in the vessel and would not move. The sds was then pulled into the guide catheter and removed from the pt. Then the guide catheter was removed from the pt. Upon inspection of the sds once removed, it was noticed that the stent was not on the balloon. The dislodged stent was then visualized under fluoroscopy in the distal left main. The pt was taken to surgery for CABG and stent removal. The stent was removed. Following surgery, the pt was reported as stable and doing fine. Medications rec'd during the procedure included heparin, integrilin and lopressor.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.